Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced pain and hernia recurrence. It is also alleged that the patient's implanted mesh was deformed. Without the sample returned for evaluation an assessment could not be made into the allegation of material deformation. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of an incarcerated ventral hernia, a ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2011 - the patient underwent an additional revision surgery to repair the hernia defect and remove the ventralex mesh. Allegedly the mesh had "shrunken in size" and caused extreme abdominal pain. Allegedly the surgeon was only able to excise about two-thirds of the mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced pain and hernia recurrence. It is also alleged that the patient's implanted mesh was deformed. Without the sample returned for evaluation an assessment could not be made into the allegation of material deformation. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about several months post implant of ventralex, patient was diagnosed with hernia recurrence, material deformation and adhesions thereby underwent repair with explant of mesh. Per op notes, ¿the mesh itself was somewhat shrunken in size¿. The instructions-for-use supplied with the device lists adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of an incarcerated ventral hernia, a ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2011 - the patient underwent an additional revision surgery to repair the hernia defect and remove the ventralex mesh. Allegedly the mesh had "shrunken in size" and caused extreme abdominal pain. Allegedly the surgeon was only able to excise about two-thirds of the mesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2010 - patient was diagnosed with incarcerated epigastric ventral hernia thereby underwent laparoscopic repair with implant of ventralex mesh. Per operative notes, ¿there was incarcerated large amount of fat in the ventral defect just above the umbilicus. Placed a ventralex hernia patch and tacked circumferentially.¿ (B)(6) 2012 - patient underwent colonoscopy with no significant findings. (B)(6) 2011 - patient was diagnosed with incarcerated recurrent ventral incisional hernia thereby underwent laparoscopic repair with mesh explant. Per operative notes, ¿adhesions to the anterior abdominal wall was dissected. There was omentum incarcerated on the right side of abdomen between mesh and fascial defect. The mesh itself was somewhat shrunken in size and defect was much larger. Excision was difficult as the mesh was facing abdominal wall had tissue ingrowth. Excised about two third of the mesh to leave umbilical free of mesh in the area. An oval shaped piece of synthetic mesh was secured with tacks.¿ on (B)(6) 2011 to (B)(6) 2012 - during visits patient had abdominal pain. (B)(6) 2013 - patient underwent incisional hernia repair with area of separation. (Note, no operative notes was provided). On (B)(6) 2013 - patient underwent recurrent incarcerated abdominal wall hernia repair. Per operative notes, ¿a knuckle of cecum incarcerated through the right lateral border of rectus abdominis muscle and recurrent hernia defect, this was quite adherent. This appear to be in the area where separation of parts taken place.¿ (note, no mention/visualization of mesh during this repair). On (B)(6) 2013 - patient underwent colonoscopy and upper gi endoscopy with no significant findings.